Manufacturer narrative:
The insulin pump was unresponsive button due to flattened dome switch at up and act buttons on keypad trace.

Event description:
The customer reported via phone call that the act button and up arrow button. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump was returned for analysis.